Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate during a pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), unused 3 way temperature sensing silicone foley with a sample port connector. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks or issues were noted. The syringe was attached to the balloon and the balloon was unable to deflate. The balloon was dissected to examine the notch. The notch was measured (0.012") did not meet the specification (min 0.25") per due to being too small. A potential root cause for this failure could be incorrect setup. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.